Event description:
It is reported in the journal of shoulder and elbow surgery that: "failure of central locking and bushing components with instability and dissociation requiring revision surgery."

Manufacturer narrative:
Info was received from a journal article. Eval summary: no post operative x-ray or any other visual means has been provided to confirm whether locking of the pin occurred in the first place. No product was received. The exact cause analysis cannot be determined with certainty. Eval: zimmer obtained this info from the journal of shoulder and elbow surgery. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.